Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of blood within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device and liquid was observed to be leaking from a pinhole 10mm distal of the proximal markerband. A microscopic inspection identified no issues with the markerbands. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-aug-2017. It was reported that balloon inflation failed and leak occurred. The target lesion was located in a vessel in a hand. A 7.0-40, 80 wanda¿ balloon catheter was advanced for dilatation; however, upon placing the device to the target lesion, the balloon was noted to be leaking and unable to expand. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.